Event description:
It was reported that the patient presented with chest pain. An echocardiogram was performed and no anomalies were noted. The physician prescribed medication and the pain resolved. One week later, the patient presented for a follow-up. Upon interrogation, it was noted that the device exhibited high capture threshold. Programming changes were made. There were no patient consequences.